Manufacturer narrative:
This report is submitted on may 06, 2024.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site, exposing the receiver/stimulator (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024 and the patient underwent a skin flap rotation within the same surgery in order to cover the wound area. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 13, 2024.